Manufacturer narrative:
Injured party is not the original intended user (partner) who device had been set to specifications of, reported difficulty operating footrest. Footrest contained safety switches. No demonstration of correct operation to ip. Initially not believed to be reportable, difficulties with follow up, return delayed due to circumstances.

Event description:
Lift reportedly stopped before reaching bottom of the stairs, ip attempted to exit lift and walk down stairs but fell.